Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion set fell off during use on (B)(6) 2026. The issue occured with 6 infusion sets. The infusion set was in use for 6-18 hours. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 6 of 6.